Manufacturer narrative:
Na.

Event description:
The customer stated that she received a liquid waste container missing alarm on their cobas e 411 immunoassay analyzer, but did not observe any issues with the waste. The customer started running linearity material and received bizarre results. The customer then ran quality controls and results were erratic. The customer stated that the issue was not specific to one assay. The customer checked the syringes and did not see any fluid leaking. The customer changed a system reagent and ran measuring cell preparation maintenance. The customer ran controls again and controls for cardiac tests were within range. The customer believed that the analyzer was performing within specifications. The customer decided to repeat one patient sample that had been tested while the issue occurred. Upon repeat, the sample had an erroneous result for the elecsys troponin t stat assay. The sample initially resulted with a troponin t value of 0.041 ng/ml, which was been reported outside of the laboratory. The sample was repeated, resulting with a value of 0.053 ng/ml. The customer did not issue a corrected report for the value since the difference in results did not meet their laboratory criteria. The patient was not adversely affected. The troponin t reagent lot number was 308704, with an expiration date of 30-apr-2019. The field service engineer determined that the issue was possibly due to an electronic failure of a waste sensor. He replaced the sensor and observed the operation of the analyzer. The customer did not have any further issues since these service actions. The provided calibration signals were slightly lower than expected. The quality controls were within the customer's acceptable range indicating that there was no performance issue of the reagent or instrument. Upon review of the alarm trace, no issues were seen. The investigation was unable to find a definitive root cause.